Manufacturer narrative:
This report is being reviewed to provide additional information based on the legal manufacture¿s (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions of use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d.. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy/suction channel. Cfu: 0. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel . Cfu: 0. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel . Cfu: 0. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Moreover, during the device inspection, foreign material was observed in the jet tube. However, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation¿s recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and did not detect microbial contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that during routine microbiological testing, the colonovideoscope tested positive for an unexpected contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.